Event description:
It was reported that the threaded stud on the distal end of the trial/broach handle fractured. Per information received, the fracture occurred when attaching the trial to the handle.